Event description:
It was reported that the device inappropriately withheld high voltage therapy for true ventricular tachycardia (vt) due to high morphology match. The patient was admitted to the hospital and was externally defibrillated to resolve the vt. No malfunction was alleged against the device. Device reprogramming is anticipated to mitigate reoccurrence. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information received indicated the device was reprogrammed to resolve the event and the patient was in stable condition.